Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. (B)(4). No phone number provided. The manufacturer's technical services (ts) confirmed the reported issue. During failure investigation on the returned motor controller (mc) board found that the board failed with mc pcba adc failed.

Event description:
The customer reported bench repair( not enough information was provided about the repair) the device was not in use at the time of the reported event; therefore, there was no patient involvement.